Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent slipped and the catheter could not be successfully exchanged. The patient was undergoing surgery for treatment of a saccular, unruptured m2 aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 1.9 mm distally and 2.1 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was m2 aneurysm. It was reported that the patient had an m2 aneurysm, and the operator planned treatment with a pipeline device. Vascular access was established without issue, and the device was delivered normally. The distal end of the device was successfully deployed. However, during deployment of the mid-portion of the device, despite maintaining appropriate tension, the stent slipped. After recapture, the device could not be advanced back to the aneurysm location. The operator attempted a catheter exchange procedure; however, the procedure failed, and the catheter could not be successfully exchanged. Consequently, the operator filed a product complaint. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien 6f-115cm guide catheter. Additional information was received reporting that the statement "the device could not be advanced back to the aneurysm location" was clarified to mean the stent migrated as a whole. After retrieval, the stent was located within the microcatheter, and the microcatheter with the stent inside could not directly deliver the stent to the lesion site. The report that "the catheter could not be successfully exchanged" was clarified to mean the microcatheter with the stent inside could not reach the lesion site, and the stent could not be retrieved into the protective sheath. The operator advanced a new microcatheter to the aneurysm, intending to transfer the stent from the old microcatheter to the new microcatheter; however, after attempts, the stent could not be advanced into the new microcatheter. The cause or contributing factors were unknown. Multiple pipeline devices were not being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. The microcatheter tip segment retracted during deployment. There was no catheter kickback.

Manufacturer narrative:
H3: product analysis equipment used: video inspection system (m-81805), 203cm ruler (m-83360) as found condition: the pipeline flex device was returned for analysis inside a clear sealed biohazard plastic pouch and inside a shipping box. The catheter used was not returned with the pipeline device. Additionally, the model and size were not reported. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be kinked at multiple locations (~7.5cm to ~8.0cm 9.0cm to ~10.0cm from the distal tip). The pipeline flex braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were observed to be open and frayed. The braid¿s middle section was observed to be fully open without damage. No other anomalies were observed. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle section of the returned pipeline flex braid was observed to be fully open without damage. Additionally, both braid ends were observed to be open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, ruling out patient vessel tortuosity as a potential cause. Therefore, the user deploying the braid in the vessel bend or a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, improper deployment technique, delivering/retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, the damage observed on the braid (fraying) and distal hypotube (kinked) could indicate that high force was used. The damage could have occurred when the customer attempted to advance/retrieve the pipeline flex device through the catheter against resistance. Possible causes of resistance include a lack of continuous saline/heparinized saline during the procedure. However, the customer stated that no friction or difficulty during delivery or positioning was observed. Therefore, the cause of the resistance could not be determined. The customer¿s report of ¿movement during deployment¿ could not be confirmed during device analysis. Possible causes of movement during deployment include, but are not limited to, vasospasm, high force delivery, insufficient distal anchoring of the braid, or incorrect braid sizing. However, the cause of the reported movement during delivery cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the product complaint was not related to the second microcatheter; therefore, no record was made for the product information. There was no issues associated with the navien. It was clarified that the reported statement, "the stent could not be retrieved into the protective sheath." Was in reference to, "due to its design, the pipeline device did not allow resheathing of the stent from the microcatheter into the protective sheath."